Event description:
It was reported that during a hemi-thyroidectomy procedure, they could not make a correct hemostasis. The coagulation failed. A new device was used to complete the coagulation. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.